Event description:
During preparation for a procedure, the physician opened the 5max ace reperfusion catheter and noted it was broken at the hub inside the package. There was no adverse effect on the patient as it was not in contact with the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the proximal end of the 5max ace catheter is fractured approximately 3.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the physician noticed a fracture in the 5max ace catheter when the device was opened. Evaluation of the returned catheter confirmed a fracture in the catheter shaft at the end of the hypo tube at the strain relief 3.5 cm from the hub. The complaint stated the break was noted as soon as the device package was opened however, based on the packaging condition of the returned device it is clear that the device was removed from the packaging hoop and reinserted for return shipment. This fracture likely occurred as a result of improper removal of the product from the packaging during preparation for use. If the catheter is removed from the packaging tube at a severe angle, this type of damage may occur. These devices are 100% visually inspected during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.